Event description:
It was reported that md inserted sheath and prepped iab per instruction while in the cath lab. An arrow clinical support specialist was present for iab insertion and agreed iab was prepped correctly. As md was inserting iab into sheath, the balloon began to unravel. As a result, the iab was not used and a second iab was retrieved and used with success. There were no reported pt complications.

Manufacturer narrative:
A f/u report will be filed if more info becomes available.